Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing a venous retrograde approach. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel of the left forearm. After a guide wire crossed the lesion, a 6.0-4/4t/90 symmetry balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another symmetry balloon catheter. Flow recovery was then achieved. No patient complications were reported.